Event description:
It was reported that the lead migrated; during the revision procedure, the physician was unable to insert the stylet and the lead was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Final device analysis revealed the #1 and #2 conductors were broken near the wrinkled site in the outer insulation 11 cm from the distal end of the lead. Potential reasons why a stylet could not be re-inserted into the lead included factors that contribute to restriction of the inner lumen through which the stylet must pass such as an anchor previously having been tightened onto the lead, pinching of the outer insulation, or a device having been implanted in the body for a period of time. This report is being submitted late following an internal audit.